Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging unexplained rashes and lumps under the skin and was hospitalized for something in the lungs, muscle loss, cough, heart fluttering, dizziness, eye twitching on and off, and also that the vision seemed to be getting worse. The patient also reported that they received a new machine, and when putting new water in the chamber, they found black like particles in the chamber. The patient went to the doctor, who did hear wheezing in their breathing and put them on antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated. Section d1, d4, g4, h4 has been corrected / updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5102973) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung issue. The patient was hospitalized in response to the reported event. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.